Event description:
Some pencils cut and coag do not work. Some automatically activate when plugged in. Some do not work at all. Number of pencils and dates of occurrences were not recorded and pencils were thrown away. Actual problems were not recorded. Materials mgr is guessing there were 4-5 pencils in the group. By 10/2001 no more pencils had been turned in for these problems.